Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided/unknown.

Event description:
It was reported that the abutment screw (iunigh) loosened. A new screw was utilized. Tooth location 31.

Manufacturer narrative:
A single certain hexed screw (iunihg) was returned for investigation. The screw was visually inspected, the screw presented with no notable evidence of malfunction. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.

Event description:
No further event information available at the time of this report.